Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed on the 8th february 2011 and performed to specification up to the 16th march 2014. The device failed multiple self-tests due to a low battery between the 21st march 2014 and the 21st september 2014. The device recorded manual power ups of ten minutes duration between the 4th october 2014 and the last log entry on the 23rd may 2016. The pad-pak became further depleted as indicated by the multiple self-test fails due to a low battery. Further pad-paks were installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.